Event description:
It is reported that the device was implanted in 2008, and that the pt was revised in 2009, due to deep infection.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulation and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. No product was returned. Review of the device history records were also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive info. Be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.